Event description:
The manufacturer received a voluntary medwatch (mw5105641) in which it was alleged that high amount of phlegm to be coughed out regular basis, cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section b5 in previous report was corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received a voluntary medwatch (mw5105641) in which it was alleged throat soreness and high amount of phlegm to be coughed out regular basis. There was no serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, it was observed an unknown dust contaminant on the sd module flip door, top enclosure, inside the inlet of the blower box, on the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. An unknown dust contaminant was observed on the flip lid seal, flip lid, water tank lift tray, and bottom enclosure. An unknown contaminant was observed on the bottom enclosure. An unknown dust contaminant was observed on the dry box seal and the heater plate. The bottom cover screws appeared to have a corrosion to them from liquid ingress. Investigation confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure.